Event description:
It was reported a bladder neck suspension procedure utilizing a protegen sling was performed without incident. Approx four mos post procedure, the pt returned with pain, erosion through the urethra, and vaginal dehiscence of the sling material. The sling material was removed on october 13, 1998 without incident, and the pt was treated with antibiotics. The pt remains continent. The device was not returned by the user facility: therefore, no failure analysis is available. Co's directions for use outline as potential complications: "loss of fixation and/or visualization of implanted graft materials...loss of suture support may produce dehiscence at the implant wound site."